Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump randomly alarmed downstream occlusion. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'random downstream occlusion' was reproduced. The device was tested for downstream occlusion and failed testing. A review of the event history log (ehl) revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The downstream sensor assembly will be replaced to correct the reported proble. Should additional relevant information become available, a supplemental report will be submitted.